Event description:
It was reported that an ilet user received an insulin set expired alert after changing tubing the same day, and review of infusion set history indicated the tubing was not filled; the user was guided to fill the cannula and complete the setup. There were no reported adverse health effects. Outcomes included successful troubleshooting and user education with restoration of expected use. Investigation included remote review of device history and guided user steps. Investigation of this case revealed user error related to incorrect infusion set change steps, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.